Manufacturer narrative:
Device received no button response due to flattened act and esc button dome switch. Inspected connector on lcd and no unlock keypad connector. Device received with minor scratched display window, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
The correct information has been provided with this report.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer's parent stated that the insulin pump act does not work and hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also had a high blood glucose of over 600 mg/dl due to act button does not work. Customer treated with insulin pump and declined high blood glucose troubleshooting. The customer's parent was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.